Event description:
It was reported the right ventricular lead threshold measurement had increased and now there was no capture in bipolar at the maximum output. The lead was reprogrammed to unipolar and remains in use. A lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2008. (B)(4).